Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5092310) on 03-feb-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('they are not in place like they are suppose to be') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain in my abdomen on a regular basis"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced dyspareunia ("sex is painful") and erythema ("redness in my face which could be from the material of the product"). At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, dyspareunia and erythema outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal pain, device dislocation, dyspareunia, erythema and pregnancy with contraceptive device with essure. The reporter commented: additional miscarriage case (B)(4). The seriousness criterion other serious (important medical event ) was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5092310) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('they are not in place like they are suppose to be') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain in my abdomen on a regular basis"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced dyspareunia ("sex is painful") and erythema ("redness in my face which could be from the material of the product"). At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, dyspareunia and erythema outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal pain, device dislocation, dyspareunia, erythema and pregnancy with contraceptive device with essure. The reporter commented: additional miscarriage case (B)(4). The seriousness criterion other serious (important medical event) was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.